Event description:
It was reported to boston scientific corporation that a hemostatic clipping device was used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the clip was deployed successfully on tissue in the fundus of the stomach. The clip attached to the mucosa but did not separate from the catheter. The physician could not get the clip to detach from the catheter. Thus, the clip was pulled off from the mucosa and clip and catheter together were removed out of the scope. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual investigation was performed. Upon investigation, the clip assembly was mashed on to the bushing. The clip assembly could not be deployed and the prongs could not be opened or closed. The prongs were not locked in to the capsule. There was a kink in the control wire. It was noticed that the sheath grip was detached from the over sheath and the over sheath was stretched, bunched, and accordioned. The condition of the returned device was consistent with the complaint that the clip failed to separate from the catheter; the complaint was confirmed. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) for this batch revealed no issues related to this event. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a hemostatic clipping device was used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the clip was deployed successfully on tissue in the fundus of the stomach. The clip attached to the mucosa but did not separate from the catheter. The physician could not get the clip to detach from the catheter. Thus, the clip was pulled off from the mucosa and clip and catheter together were removed out of the scope. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.